Event description:
It was reported that a malfunction alarm with a code labeled as malf 9 occurred, which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, and the customer successfully reset the device without the malfunction recurring. Technical support advised the customer to continue using the pump and to call back if the malfunction code appears again, which the customer understood and acknowledged.